Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) . Reason for original complaint ¿ asr revision. Update: hip revised, system used and reason for revision received (B)(4) 2012. Asr hip resurfacing system (left). Reason(s) for revision: pain ***incorrect see below. Update received 15th november, 2013. Additional hospital added. Lot number added for femoral head, cup added. Update received 4th august 2014. Query response received 8th august 2014. New fields completed. Implant date and revision date amended. Revision reason removed. Hospital amended. Cup not yet revised - complaint category amended to "noncontributing - implant not removed" reason(s) for revision: unknown. This is the first part of a resurfacing to xl revision. The cup and xl system have not yet been revised. Bilateral patient. Please see com 067674 for the right hip revision.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Update: hip revised, system used and reason for revision received 10 aug 2012. Asr hip resurfacing system (left), reason(s) for revision: pain. Update received 15th november, 2013. Additional hospital added. Lot number added for femoral head, cup added. Update received 4th august 2014. Query response received 8th august 2014. New fields completed. Implant date and revision date amended. Revision reason removed. Hospital amended. Cup not yet revised - complaint category amended to "noncontributing - implant not removed". Reason(s) for revision: unknown. This is the first part of a resurfacing to xl revision. The cup and xl system have not yet been revised. Bilateral patient. Please see com 067674 for the right hip revision update received 21st august 2014. Reason for revision confirmed reason(s) for revision: pain and femoral neck fracture. Update received 9th october 2014. Operative notes received. Surgeon, patient name and dob added.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No revision. No serious injury at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Update: hip revised, system used and reason for revision received (B)(6) 2012. Asr hip resurfacing system (left), reason(s) for revision: pain. Update received (B)(6) 2013. Additional hospital added. Lot number added for femoral head, cup added. Update received (B)(6) 2014. Query response received (B)(6) 2014. New fields completed. Implant date and revision date amended. Revision reason removed. Hospital amended. Cup not yet revised - complaint category amended to "noncontributing - implant not removed". Reason(s) for revision: unknown. This is the first part of a resurfacing to xl revision. The cup and xl system have not yet been revised. Bilateral patient. Please see com (B)(4) for the right hip revision. Update received (B)(6) 2014. Reason for revision confirmed. Reason(s) for revision: pain and femoral neck fracture.